Event description:
Additional information reported the patient experienced symptoms of fever, redness, drainage, and pain due to their infection. It was stated the infection was diagnosed on (B)(6) 2013 and a culture was attained of an unknown organism from the patient¿s device pocket. It was further stated the device pocket was the primary location of the infection. It was noted the patient was administered perioperative and both intravenous and oral antibiotics. It was stated the patient¿s ¿total device system¿ was explanted. It was noted the patient did not have meningitis. Finally, it was reported the patient¿s infection was ¿resolved.¿ it was also noted the patient was ¿malnutritioned or extremely thin¿ prior to implantation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient¿s device was removed in 2012 (B)(6) due to an infection. It was stated, the patient¿s infection was diagnosed ¿2-4 weeks after implant, shortly after her reprogramming session.¿ it was reported, the patient ¿thought it was the magnet that was placed over her implant site that caused the infection.¿ it was stated, the ¿infection led to cellulitis in her legs.¿ it was reported, the ¿infection came back and she had to take antibiotics again last winter¿ at the time of report. The patient noted she still had the lead implanted and was ¿waiting to have a new device implanted¿ in her abdominal area. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Product ID 74001 lot# n280344, implanted: 2012 (B)(6); product type adapter product ID neu_unknown_lead lot# serial# unknown; product type lead product ID neu_unknown_lead lot# serial# unknown; product type lead. (B)(4).